Event description:
One device was returned for analysis with complaint that the device stuck when updating version confirmed through power up test. Upon further investigation found the dso seal lifting. This indicates that the seal integrity was compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that the device stuck when updating version confirmed through power up test. There was no relevant service history. Visual and functional testing was performed. Found the downstream occlusion (dso) seal lifting. Replaced the dso seal. Performed dso/uso sensor calibration. Device passed all testing criteria post repair.